Manufacturer narrative:
The battery's system management (smbus) data was reviewed and did not reveal any faults. During investigation testing, the customer-reported issue was not reproduced as the battery passed the test steps for charge and discharge functionality. The battery did not pass the test step for deviation between smbus full charge capacity and calculated capacity as it was outside of the accepted deviation limit. This is unrelated to the customer-reported issue. The root cause of the customer-reported issue that the freedom onboard battery discharged immediately could not be conclusively determined. The root cause of the freedom onboard battery outside of the accepted full charge capacity deviation limit, has been determined in previous investigations to be a malfunction of the battery's internal processor board assembly. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(6) (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom onboard battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that patient's freedom onboard battery discharged immediately as soon as it was inserted into the freedom driver after a complete charge.